Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
There can be several root causes of leaflet thickening. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation and/or stenosis. Depending on the severity of the leaflet thickening, surgical/percutaneous intervention may be indicated or required after the initial surgery. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 27mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 7 years, 3 months due to thickened leaflets, severe stenosis and mild to moderate central regurgitation. A 26mm transcatheter valve was implanted without issues. Patient was discharged home in stable condition on pod #2. As reported, no malfunctions of the surgical valve were alleged.